Event description:
It was reported the patient is deceased. It was further reported there was an allegation by the family related to the device system related to the patient death. The patient is reported to have had a long history of arrhythmias and arrhythmic storms. The date of death and cause of death are not known. No allegation has been received from the physician or facility and it is unknown if the device was interrogated after the patient¿s death.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. The date of death is not known and is represented as the aware date of the death. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Corrected model #/lot #. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.